Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Off-label/misuse statement. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause was determined to be an sql error via data. No injury or medical intervention was reported.